Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the procedure was to treat a heavily calcified lesion in the obtuse marginal. Three of another co's balloons ruptured while trying to open up the lesion. The 2.5 x 15 mm voyager also ruptured when inflated to 9 atm. Two non-compliant balloons were unable to completely cross the lesion, but were inflated in an attempt to partially open the lesion. The results were suboptimal. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed incident info. Factors that contribute to balloon rupture include, but are not limited to, damage during mfg, materials, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, or insufficient prep prior to use. In this case, the heavily calcified lesion could have contributed to mechanically damaging the surface of the balloon such that upon inflation, it ruptured. Furthermore, three other dilatation catheters ruptured during the procedure, suggesting that the lesion characteristics contributed to the rupture. However, without a returned device for analysis, a definite root cause can not be determined.